Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer received a blank display. Customer stated they did not drop, bump, or expose their insulin pump to moisture. Troubleshooting was able to recover the customer's display by inserting a new battery. The insulin pump also passed a selftest during troubleshooting. Customer's blood glucose was 97 mg/dl. Advised the customer to monitor their insulin pump while a replacement battery cap was being sent. No additional information provided.